Event description:
Boston scientific received information that the remote home monitoring system has issued alerts for intermittent high out of range pacing impedance measurements on the right ventricular (rv) lead. The physician contacted boston scientific technical services (ts) following these alerts. Review of the remote home monitoring data revealed intermittent oversensing of noise leading to inappropriate non-sustained ventricular tachycardia (vt) episodes. No pacing inhibition was observed as the patient has an underlying rhythm. Ts discussed bringing the patient in for evaluation. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that another alert for a high out of range pacing impedance measurement was triggered via the remote home monitoring system. The physician opted to monitor the patient via the remote home monitoring system as her ejection fraction is 55 percent. The system remains in service. No adverse patient effects.